Manufacturer narrative:
E2 e3- information unknown. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a bad scope socket loose connector, bottom chassis/front panel chassis corrosion, top cover deformed, digital visual interface 1 and 2 failure, and a faded front panel label were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a red and pink color displayed on the evis exera iii video system center during procedure. In addition, an e931 error was noted when utilized with the 180 and 190 series scopes. During a standard service inspection of the customer returned device, no video output was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty dvi (digital visual interface) 1 & 2 could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.